Event description:
Related to MFR report # 2183959-2012-00634. On or about (B)(6) 2009 an apogee vaginal vault prolapse repair system was implanted, to treat the pt's pelvic organ prolapse. After, and as a result of the implanted mesh the pt has suffered complications with sex, difficulty urinating, infections, incontinence, leg pain, pelvic pain and has required add'l medical procedures including, but not limited to, mesh erosion, vaginal mesh extrusion, repair of pelvic organs, tissue, and nerve damage, and has undergone removal of portions of female genitalia. It wa also reported that the pt has required the use of pain control and other medications, injected into various areas of the pelvis, spine and vagina, reportedly, the pt has sustained permanent bodily injuries, mental and physical pain and suffering, economic losses, and will likely require corrective surgery and hospitalization, and suffer financial or economic loss, including, but not limited to, obligations for medical services and expenses, lost income, and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.